Event description:
It was reported that the balloon did not inflate when positioned in the aorta. The balloon catheter had been previously checked by a nurse and it worked perfectly. There was no adverse pt outcome.